Manufacturer narrative:
The device was received for evaluation. During functional testing an over infusion occurred through troubleshooting of the device. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification pressure plate travel. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused during unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1314492-2022-01013. All information can be found under that manufacturer report number 1314492-2022-01013. Should additional relevant information become available, a supplemental report will be submitted.